Manufacturer narrative:
H7, h9: correction.

Event description:
It was reported that the pump had been alarming, displaying red and yellow on the screen along with error code ¿45639.¿ the patient was initially instructed to open and close the battery door, but the alarm persisted. The patient was then instructed to open the battery door for a full minute and close it; the pump powered on, but the screen remained red and yellow with error code ¿45639.¿ subsequently, the patient was advised to remove the batteries and clamp the tubing near the port, and to wrap the pump in a towel to muffle the alarm until the internal battery fully depleted. Following the special facility¿s instructions, the patient was advised to call for further guidance. No patient harm was reported. The event occurred at the patient¿s home while the device was in use.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
No product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation.